Event description:
The user facility reported a 64-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support after coding in the cath lab. The patient had a large hematoma that would require surgical closure and device removal. Two blood products were required. The impella 5.5 was placed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported access site bleeding -major has been completed since the original report was filed. Pump was not returned for investigation. As per clinical details, the cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided.